Event description:
Customer reported that air in the line entered pt, but there were no consequences. The tubing was primed outside of the pump by nursing staff. Corrective action has been for priming to be done in the laminar flow hood by pharmacy personnel.